Event description:
Boston scientific received information that during a change-out procedure this right ventricular (rv) lead exhibited low pacing impedances of 150 ohms. The egm signal on the pacing system analyzer (psa) did not show any noise. It was uncertain what prior measurements had been as the patient's previous device did not have trending data. Boston scientific technical services (ts) discussed that an impedance reference range for this lead was not available; however, expressed concern about the low impedance values. It was also reviewed that it would be at the physicians discretion to use the lead or not. No further information regarding this case was available. At this time, it appears that the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.